Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the left anterior descending artery. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 6atm. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.